Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after getting wet from being taken in a pool, the pump shut off and became unresponsive. The customer's blood glucose level was impacted (200s range mg/dl).